Event description:
A distributor contacted zoll on (B)(6) 2014 to report that a pt experienced an inappropriate defibrillation while at home. Atrial flutter at 179bpm contributed to the false detection. The pt was reported to be conscious at the time of the event. The pt was sleeping at the time and was awakened by the alarms. The response buttons were pressed intermittently during the event but not immediately prior to the treatment. The pt remained at home.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest that the pt sustained a serious injury. The pt is to continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor 07029611 - reuse. Electrode belt (B)(4), 12/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.